Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed loss of capture on the right ventricular (rv) lead. The rv lead was found to be dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.